Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lap appy - "dr (B)(6) used this trocar as his first stick with a stryker 10mm scope. Note that the patient was previously insufflated with a veress needle. Dr (B)(6) did not use the "fios" feature for insufflation. Upon insertion, dr (B)(6) could see under direct visualization that the tip broke. Sample sending back you will see tip is still attached but it has snapped."